Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted multiple call service alarms. It was noted that multiple battery changes were required before the pump regained functionality. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/18/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2014 with the following results:a review of the pump¿s black box showed no evidence of a call service alarm on the reported event date. The time and date were accurately set at the start of investigation. The pump was able to be primed and exercised with no alarms. Unrelated to the complaint, the pump cover was opened and internal moisture was found. Evaluation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.